Event description:
It was reported that scheduled review of remote home monitoring data noted that this pacemaker exhibited noise and oversensing on the atrial and ventricular channels. A non-sustained ventricular tachycardia (nsvt) episode was stored as a result. The noise appeared consistent with electromagnetic interference (emi) related to an external source. No further episodes were stored. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.